Manufacturer narrative:
The reported issue of the autopulse exhibited ua41 (not at "home" position after power-on/restart patient temperature sensor failure) error message was not confirmed during the initial functional testing however was confirmed in review of the archive data. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported ua 41 error message. Functional testing was performed and found no issue. Additionally, as a precautionary measure, the temperature sensor and power distribution board (pdb) were replaced. The platform was tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions for 21 minutes and passed with no issue or faults observed. Archive review showed numerous ua41 error messages on (B)(4) 2017 and not on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse (B)(4).

Event description:
During shift check, autopulse platform (B)(4) was displaying an error message user advisory (ua) 41 (patient temperature sensor failure). Customer tried restarting platform multiple times, however, the issue was not resolved. No patient involvement on this issue.